Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and obtain readings using ac power but when removed from power the unit powered off on its own. Internal inspection showed the device was returned without a battery, a battery was installed and the device failed to function on battery power. It was determined the system board failed due to a blown fuse f3. The fuse was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device only works on ac power. No patient impact or consequences reported.